Manufacturer narrative:
The device was not returned for evaluation and could not be evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center was unintentionally running the compressor despite the touch panel indicating the air supply was turned off. The issue was found during preparation for use. There were no reports of patient harm.